Event description:
Additional information was received from the patient. They reported that the falls were unrelated, and they did make an appointment to see their urologist who said it all looked good and didn¿t have issues. The cause of feeling stimulation in the tailbone was change in activity level. The steps taken to resolve the still not getting therapeutic relief and feeling stim in the tailbone when increasing where they didn¿t know how to adjust and their rep helped guide them on the phone and they got it set right. Device removal is not planned. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
H.6. Codes have been update to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) stated they are struggling with finding the right settings. Pt stated when they left the hospital at 1.7v the stimulation made them sore and it was like a muscle pulling at them. Pt stated they decreased it to 1.1v which wasn't enough to manage the symptoms so they went back to increasing stim. Pt stated the trial was amazing and they just would like to get back to that success. Pt didn't feel the therapy is helping by 50% or better and that they are not emptying the bladder fully. Pt stated they are getting up 3-4 times a night. Pt stated prior it was 5-6 so it's doing something but would like to see more effectiveness. Pt stated during the trial, they felt stim in the vaginal area but now are feeling it in the left butt cheek. Pt also mentioned they fell the 2nd night of having the device so they were concerned the did something to the device. Pt inquired if stimulation level can be adjusted remotely as husband thought they put it on one level but it ended up being another when they checked it. Pt stated they think husband just didn't remember. Troubleshooting was unable to be performed as patient services offered to show how to switch programs but pt states they think they already know how. The patient was redirected to their healthcare provider to further address the issue and possible program change. Patient services also reviewed stimulation can not be adjusted remotely. Pt also mentioned having pain when trying to reach around and put the communicator over the implant. Pt states they have experienced this since the implant surgery but they are hopeful that will get better once they've healed. Patient services is documenting reported event. No further action was taken. Additional information was received from the patient on 09/22/2021. They called back and reported that they were still not getting therapeutic relief and requested assistance adjusting their settings. Patient services walked the caller through increasing on several programs, however the patient was not feeling the stimulation in the bike seat, instead they were feeling it in the tailbone. Eventually the patient confirmed feeling stimulation in the correct location at program 2-1.1v. The patient was going to monitor their symptoms and follow up with their health care professional (hcp). The patient mentioned that they had some balance issues (not alleged to be related to the device/therapy,) and as a result they had fallen a few times. Patient services reviewed how falls could jeopardize lead placement resulting in a loss of therapeutic benefit. The patient stated they had an appointment with their hcp to discuss and check this.